Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the 5.00mm locking screws broke down during a procedure on (B)(6) 2012, and the fracture was extended. No additional information is available. This is report 1 of 10 for complaint (B)(4).